Event description:
After successfully placing a luminexx biliary stent in the subclavian recurent junction for an eccentric high grade stenosis (80 - 85%) with every good placement (3 cm on both sides), the doctor then used a pta balloon catheter to post-dilate the stent. While positioning the balloon, the stent "jumped" 4 cm to approx 3 cm above the atrium. No pt injury. Doctor left the stent in place and proceeded to use pta balloon to treat the stenosis successfully.